Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, stained keypad overlay cracked keypad overlay and keypad overlay texture damage during the visual inspection. Thump and carelink was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test displacement test and delivery accuracy test at 0.0868, however, failed self test. Pump error 63 occurred during self test on (B)(6) 2022 at 14:00:06.000 with variable 3(file number = 37 and line number = 367) due to cracked solder joints on u1 chip on keypad. Confirmed 119 units of normal bolus were delivered on (B)(6) 2022 between 00:01:06.000 and 23:20:44.000. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low bg or possible over delivery anomaly. Pump error 63 was confirmed due cracked solder joints on u1 chip on keypad. Moisture damage on the motor assembly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value 170 mg/dl. Customer treated low blood glucose with food. No further patient complications were reported. The insulin pump was returned for analysis.